Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during an attempted peripheral artery stenting procedure involving a calcified target lesion in the left superficial femoral artery (mid segment), a protege everflex stent had a deployment issue described as pre-deployment while on the way to the target site in the patient. The target lesion was described as severely calcified with 80% stenosis, a lesion length of 40 mm, minimal tortuosity, and an artery diameter of 6.5 mm. A 6f terumo destination sheath and a terumo run through guidewire were used, and the instructions for use were followed without issue. No resistance was encountered when advancing the device, and the vessel was not pre-dilated or post-dilated. The stent did not remain in the patient and was removed successfully in tandem with the delivery system without injury or intervention, and no vessel damage was reported. The procedure was completed using a new protege everflex 7×60 device, and the patient was reported alive with no injury and no health consequences or impact.